Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamed to a 18mm diameter reamer. Inserted the 18mm x 190 stem and the stem sunk below the desired 85mm mark. Surgeon them extracted the stem and started to ream up to a 19,20,21mm. The surgeon noticed a pop when reaming the 21mm reamer. The surgeon then took an xray and noticed a femur fracture above the femur. Implanted a 21mm x 190 stem and then repaired the fracture with a synthes femoral locking plate. The surgeon did mention that we thought the 18mm x 190 stem potted on a existing fracture then sunk below the desired level. Doi: (B)(6) 2020, dor: (B)(6) 2020, right hip.